Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified vessel. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, when trying to cross the lesion, the stent struts were lifted. The device was removed an the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, severely calcified, and located in the left anterior descending artery.

Manufacturer narrative:
(B3) date of event: (B)(6) 2021 was used since no information was provided. Device evaluated by MFR.: synergy xd mr us 4.00 x 38 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts in the distal stent region lifted and bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube shaft found no issues. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: (B)(6) 2021 was used since no information was provided.

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified vessel. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, when trying to cross the lesion, the stent struts were lifted. The device was removed an the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
(B3) date of event: (B)(6) 2021 was used since no information was provided.

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified vessel. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, when trying to cross the lesion, the stent struts were lifted. The device was removed an the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, severely calcified, and located in the left anterior descending artery.